Manufacturer narrative:
. Section d6b: if explanted, give date: not applicable, as the lens remains implanted. Section h3: the device was not returned for evaluation as it remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Section h6: health effect - impact code: 4613 - this code was used to capture (halo vision, glare & dissatisfied). Attempts were made to obtain the missing information; however, no additional information has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported by the patient that after the non-preloaded toric intraocular lens (iol) was implanted in the left eye, the patient has been experiencing severe positive dysphotopsias, described as visual disturbances resembling fireworks, christmas lights, ferris wheels, and mushroom lights, particularly noticeable at night and around light sources, puddles, or shiny objects. Glare and blurry vision were also reported. These symptoms have significantly impacted daily activities, including driving and nighttime outings. The patient reported being unable to drive at night due to poor vision. Follow-up examinations have indicated no issues, and attempts to alleviate the symptoms using blue light glasses have not resulted in improvement. The patient was informed by the doctor that time is needed for neuroadaptation, however the patient does not see any visual improvements as time passes. The lens remains implanted. No further information was provided. This report is to capture the left eye event. A separate report is being submitted to capture the patient's right eye event.